Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed,3.00x22mm target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 3.00 x 24mm synergy drug-eluting stent was implanted for treatment. However, a proximal edge dissection was noted. Another stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient status was stable.